Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2005. It cannot be ruled out that the reported issue can be traced back to a faulty electronic on motor control board (hms) most likely due to aging of the part.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 roller pump 85, the incident occurred in germany. Serial read out (real time device parameters and setting recording file) of the pump was collected and sent to manufacturer. The hms circuit board has been changed and pump memory cleared. The roller pump was then functionally tested and returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the s5 double roller pump 85 displayed an engine control error during priming.there was no patient involvement.